Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother the patient has been hospitalized due to hypoglycemia. The sensor values were reportedly missing and this occurred infrequently and at random. The values were missing from 2:00 a.m. During the patient's sleep until 11:00 a.m. The blood glucose (bg) levels rose to 13 mmol/l (234 mg/dl). The patient reportedly delivered a bolus of 20.35 units at 15:09 today, then 2 more bolus attempts previously at 30 units each totaling 80.35 units. The patient is reportedly autistic with attention-deficit/hyperactivity disorder (adhd) and has little patience in regards to eating and waiting for bolus deliveries which is why the patient's doctor prescribed fiasp insulin due to its rapid acting properties. While the patient's mother was absent in his presence, the patient gave multiple boluses in order to eat. The max basal rate is 2u/hr and max bolus is 12 but the patient went into the settings and changed the max bolus to 30 in order to give himself large doses. The patient's bg levels decreased as low as 3.2 mmol/l (57.6 mg/dl). The patient went to his general practitioner where glucose shots were administered and the ambulance was called. The patient was transported and admitted to the hospital. Symptoms reported included sweating, dizziness and fatigue. 10% glucose and sodium chloride 1% glucose was delivered intravenously for treatment.